Event description:
It was reported that during routine follow-up, the patient experienced a burning and shocking sensation, and discomfort, during multiple telemetry attempts. The leads tested normally during replacement procedure. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis of the device revealed normal battery depletion.